Event description:
It was reported that unable to deflate the balloon once the catheter was needing to be replaced. No fluid was able to be pulled into the syringe to deflate the balloon. Serial/lot number: (B)(6).

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A review of the device labelling has been conducted for investigation purposes and was found adequate. The DHR review could not be performed without a lot number. Therefore no additional action required at this time. Corrections: d. The initial reporter's zip code: (B)(6). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that unable to deflate the balloon once the catheter was needing to be replaced. No fluid was able to be pulled into the syringe to deflate the balloon. Customer was provided the below batch number: ngjz0595, ngtz0362-unk.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Correction: e UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that unable to deflate the balloon once the catheter was needing to be replaced. No fluid was able to be pulled into the syringe to deflate the balloon. Customer was provided the below batch number: ngjz0595, ngtz0362-unk.